Event description:
It was reported that the fossa component of the implant did not fit, resulting in the patient not receiving the complete treatment and requiring an additional surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.